Event description:
It was reported that mobile power unit (mpu) cord was damaged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) (serial number (B)(6)) cord was confirmed via product analysis. The mpu was returned and visually inspected at the european distribution center (edc) service center. It was noted that the rubber encasing of the patient cable was loose, and the patient cable was damaged in multiple locations. The system was functionally tested and was able to power on and function as intended. The device was not able to be repaired after testing and was therefore scrapped. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental finding revealed cracked battery door of the mpu. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook section c, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.